Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap width dimensions per specifications; using a new lab infusion set the reservoir fail per inspections found the reservoir too loose to connect and release.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir being loose in the insulin pump. The patient's blood glucose level was unknown at the time of the call. A new reservoir was shipped to the customer.